Event description:
The pump was returned for investigation. Investigation revealed that the up/down arrow and ok keypad buttons were unresponsive. The bolus button was also found to be sticking. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: there was no damage found to the keypad cover. Investigation revealed that the up/down arrow and ok keypad buttons were unresponsive. The bolus button was also found to be sticking. Unrelated to the complaint, the display lens was found to be scratched and difficult to read.